Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during a infusion the injector/connector became disconnected with a bd phaseal connector c35-o. The following information was provided by the initial reporter: (1 of 2). It was reported that the injector and connector disconnected. Bmt has a disconnected during the night last night with a tacrolimus infusion.

Manufacturer narrative:
H.6. Investigation:the samples involved in this incident were not available to return for investigation. A total of eight retained samples, four from connector lot 1904103 and an additional four from connector 1904104 were used for additional evaluation. The product was visually inspected with no defects observed. Testing was performed, engaging and disengaging the device from sample injectors and the product functioned properly in all units observed. A device history review was performed for lots 1904103 and 1904104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that during a infusion the injector/connector became disconnected with a bd phaseal connector c35-o. The following information was provided by the initial reporter: (1 of 2) it was reported that the injector and connector disconnected. Bmt has a disconnected during the night last night with a tacrolimus infusion.